Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. Customer stated that they have issues with mios sweating off. The customer they have already treated for the low blood glucose and blood glucose are coming up. Customer¿s blood glucose level was 43 mg/dl. The customer wanted to troubleshoot but having issue in talking. The product was not returned for analysis.